Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. According to the sr, during washing before surgery, it was broken. Other drill was used in the surgery.

Manufacturer narrative:
Evaluation summary: product inquiry states the drill, tri-flat gamma3 to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The cutting edges of the drill returned are significantly worn and covered with dents. The drill is not sharp anymore. The drilling spiral is completely sheared off at the level of approx. 51 mm from the tip. The broken off tip was not returned for investigation. The appearance of the breakage surface, the course of the breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. According to information received the breakage of the drill occurred during the cleaning and sterilization process. The appearance of the damage patterns indicates that levering the drill helix had most likely led to the breakage, which is clearly considered improper handling. As the drill had been in use for a longer time (manufactured in 2006) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. According to the sr, during washing before surgery, it was broken. Other drill was used in the surgery.